Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Failed to catch my flu after been sick more than 24 hours. I check again with another test I got from amazon and came back positive. Went to urgent care and confirmed that I had the flu. Anyway, this product is trash.